Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there a model zlb00 intraocular lens was explanted from the patient's left eye due to unexpected post-op refraction, the patient was unhappy with the post-operative outcome. The explanted lens was replaced with a new lens. It was noted the patient has recovered. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 2/12/2018. Device returned to manufacturer? Yes. Visual inspection with the unaided eyes shows the product is cut in half, most probably to make removal and replacement possible. Considering the condition of the lens, additional analysis was not possible. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.